Event description:
It was reported to philips that the device¿s image disk space was showing as full, but the customer advised it was not full. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device¿s image disk space was showing as full. Review of the system log file confirmed the malfunctioning of frontal ip-pc(image processing pc). Upon inspection, the fse determined that the ippc was faulty and the fse installed the new ippc and 3 hdds, but the software did not work. After replacement of ippc and 3 hdds, the fse reloaded the software and then the system was returned to use in good working order. The codes were updated based on the investigation outcome.